Event description:
Another device sensor failed after 3 days. Lot t60003829 is the 5th sensor to fail out of this lot and they've only replaced 3 due to their failure. Reference report# mw5186158, mw5186159, mw5186160, mw5186161.